Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm on the home choice (hc) machine. It was noticed that half of the patient line was full of air. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted an unknown contact that stated the patient was currently in the hospital getting the catheter changed. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample and lot number were not available, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed based on home patient (hp) stating that there was air in the patient line. A cause of the air in the patient line was undetermined. This issue has been escalated to CAPA.